Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked endcap. The insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and with debris under dismay window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she received compromised force sensor system alarm. The customer's blood glucose was 56 mg/dl at the time of incident. The customer stated that she treated her low blood glucose with her back-up plan. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.